Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the posterior, crease folds and wear/abrasion. A leak test and microscopic analysis was performed which identified a sharp crease opening on the posterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp crease opening on the posterior assessed as a fold flaw opening.

Event description:
Manufacturer has been confirmed to be allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted. Manufacturer of the device is unknown.